Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 0. There were no reported adverse events.

Manufacturer narrative:
One cadd legacy plus pump was received with no physical damage found on it. The event log was reviewed and there were no error codes found. The power up process was used to test the pump. Error code 1310 was duplicated at power up. The issue was caused by the customer allowing the batteries to deplete in the pump. Error code 1310 will be cleared to resolve the issue.